Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an article that 49 patients whose pain did not completely improve with conservative therapy, underwent balloon ky phoplasty procedures (bkps) over a six month period. All participants in the study were treated with teriparatide post-operatviely. According to the report, there were "no serious side effects of bkp". It was reported that refracture occurred in five (5) out of 49 cases and bkp was performed. No other patient complications were reported.